Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty positioning the device and difficulty grasping were due to patient morphology/pathology. However, a cause for the reported expulsion cannot be determined. The reported embolism and subsequent foreign body in patient were due to the clip expulsion. Embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as a snare was inserted to remove the embolize clip but unsuccessful. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. Two xtw clips were deployed on the mitral valve, reducing mr to a grade of 2-3. The following day, transthoracic echocardiography (tte) showed one of the implanted clips (40307r1064) had completely detached and embolized into the left arteria renalis. A snare was inserted, but the clip was unable to be removed. The physician stated the clip was stable in it's location; therefore, no additional treatment was performed.